Manufacturer narrative:
The cc has been updated as film review has been received. The report received from the affiliate states that the physician had difficulty retrieving the optease retrievable filter as it was tilted in the inferior vena cava (ivc). After multiple attempts the filter migrated caudally and remains in the patient. The patient is a (B)(6) female. The reason for vena cava filter insertion was a right lower limb deep vein thrombosis (dvt) and post hysterectomy. The diameter of the vena cava was less than 3cm. The puncture site was at left femoral vein. The location of right renal vein was low, the ostial was at l2. The filter basket was implanted at 0.5cm below the renal vein ostial and in the middle level of l2. Thirteen days after filter insertion the physician attempted to retrieve the filter basket. Angiography revealed that the hook was close to the ivc front wall (a little titled). The physician first used left femoral vein as an access site but failed to hook the barb. Then he used right femoral vein and right internal carotid vein as an access site but failed to hook the barb again. Eighteen days post procedure; the physician did another puncture at right femoral vein, advanced a uni-deflection catheter via slippery guidewire and then used the guidewire to pull the filter basket; however, he still could not hook the barb. Then the physician attempted retrieval at left femoral vein but still failed to hook the barb. Therefore the procedure was ended. Currently, the filter basket remains in the patient as it migrated to the bifurcation site of left and right common iliac vein. There is no plan to retrieve the filter basket. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15527507 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4) history: this complaint involves a (B)(6) female patient with right leg dvt status post hysterectomy. An optease filter was implanted via the left common femoral vein. According to the clinical report implantation into the infrarenal ivc was unremarkable. Thirteen days following placement the treating physician attempted to retrieve the filter. This was unsuccessful as the filter was tilted in the ivc. Five days later the physician attempted to retrieve the filter again via dual access in the right groin and right jugular vein. This attempt was also unsuccessful and the procedure was terminated. Observations: a single cd-rom containing multiple spot images and cine files is submitted for review. Images from the initial placement show access in the left common femoral vein. An inferior vena cavogram shows normal ivc anatomy and caliber. Inflow from the renal veins is well delineated bilaterally. Following deployment, the filter appears well expanded in normal orientation in the infrarenal ivc. Images from the first retrieval procedure show access from the left common femoral vein. The filter is unchanged in orientation since placement. The filter is not tilted in the ivc. There is no evidence of thrombus within the filter. Access is then achieved in the right common femoral vein and jugular vein. Multiple attempts to snare the filter are seen in the subsequent cine files. The final venogram shows the filter has migrated inferiorly during the retrieval attempts and the lower cone is just above the bifurcation. The filter remains intact and not tilted. No definite thrombus or fibrin sheath is seen around the filter hook. Conclusion: this case involves a patient who had a retrievable ivc filter placed for dvt following surgery. Two attempts to subsequently remove the filter were unsuccessful. This filter was in appropriate orientation, location and was fully expanded. The treating physicians used proper technique and approach to attempt the filter retrieval. Success at ivc filter retrieval varies with patient anatomy, filter position, and physician experience. Recent literature states that even in busy institutions, approximately 5-6% of filters cannot technically be retrieved. One interesting case report suggested the possibility that fibrin tissue can form around the hook preventing snare retrieval of the filter. In that report, a novel dual access technique was used to remove the fibrin and the filter was snared. This case illustrates the technical difficulty, although uncommon, of filter removal. In my opinion this case does not represent device malfunction or procedural issues but rather the limitations of this particular treatment modality. The treating physician implanted the device correctly and performed appropriate troubleshooting techniques. If an additional attempt is made to retrieve the filter, an attempt to remove any material from the hook as well as utilization of a large ensnare snare device may be useful troubleshooting additions.

Manufacturer narrative:
The report received from the affiliate states that the physician had difficulty retrieving the optease retrievable filter as it was tilted in the inferior vena cava (ivc). After multiple attempts the filter migrated caudally and remains in the patient. The patient is a (B)(6) female. The reason for vena cava filter insertion was a right lower limb deep vein thrombosis (dvt) and post hysterectomy. The diameter of the vena cava was less than 3cm. The puncture site was at left femoral vein. The location of right renal vein was low, the ostial was at l2. The filter basket was implanted at 0.5cm below the renal vein ostial and in the middle level of l2. Thirteen days after filter insertion the physician attempted to retrieve the filter basket. Angiography revealed that the hook was close to the ivc front wall (a little titled). The physician first used left femoral vein as an access site but failed to hook the barb. Then he used right femoral vein and right internal carotid vein as an access site but failed to hook the barb again. Eighteen days post procedure; the physician did another puncture at right femoral vein, advanced a uni-deflection catheter via slippery guidewire and then used the guidewire to pull the filter basket; however, he still could not hook the barb. Then the physician attempted retrieval at left femoral vein but still failed to hook the barb. Therefore the procedure was ended. Currently, the filter basket remains in the patient as it migrated to the bifurcation site of left and right common iliac vein. There is no plan to retrieve the filter basket. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Filter tilting is a known potential complication of this type of procedure and is listed in the IFU as such. Incorrect orientation of the filter is a known complication for filter placement and the timing and mechanism of the filter tilt remains uncertain in this case. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate states that the physician had difficulty retrieving the optease retrievable filter as it was tilted in the inferior vena cava (ivc). After multiple attempts the filter migrated and remains in the patient. The patient is a (B)(6) female. The reason for vena cava filter insertion was a right lower limb deep vein thrombosis (dvt) and post hysterectomy. The diameter of the vena cava was less than 3 cm. The puncture site was at left femoral vein. The location of right renal vein was low, the ostial was at l2. The filter basket was implanted at 0.5 cm below the renal vein ostial and in the middle level of l2. Thirteen days after filter insertion the physician attempted to retrieve the filter basket. Angiography revealed that the hook was close to the ivc front wall (a little titled). The physician first used left femoral vein as an access site but failed to hook the barb. Then he used right femoral vein and right internal carotid vein as an access site but failed to hook the barb again. Eighteen days post procedure; the physician did another puncture at right femoral vein. He advanced a uni-deflection catheter via slippery guidewire. He used the guidewire the pull the filter basket; however, he still could not hook the barb. Then the physician attempted retrieval at left femoral vein but still failed to hook the barb again. Therefore the procedure was ended. Currently, the filter basket remains in the patient as it migrated to the lowest site in the ivc and the bifurcation site of left and right common iliac vein. There is no plan to retrieve the filter basket.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.